Event description:
The customer reported that the sys won't boot up all the way. It also starts clicking and reads "no signal". No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found that the ps 1 power supply was bad. The part was replaced and the sys operates as intended.